Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a clavicle osteosynthesis surgical procedure, it was observed that the colibri handpiece device was used for a short time along with a small battery drive device and small battery drive casing device and then placed on the clean, dry instrument table. According to the reporter after a few minutes, a strong burning smell, smoke, crackling sounds, and sparks were observed. It was reported that the operators disconnected the battery, battery cover, and motor to stop the ongoing thermal event. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: investigation summary: the actual device was returned for evaluation. Quality engineering evaluated the colibri device and it was determined that the described failure was confirmed. The device was visually inspected and passed visual inspection. The device was functionally tested, and open load was detected leading to the fact that the device was not running anymore. It was further determined that the device failed pretest for check the function of the device. Because the device was not running anymore other test steps could not be performed. The device was disassembled and it was found that a short circuit occurred on the controller. It was determined that this failure most likely occurred because the control unit had not been exchanged for a few years. During the washing procedure, the connection between the controller and the circuit board was getting weaker over time, leading to fluid getting in between units. This water which went into the device led to contact between the control unit and the circuit board leading to the failure of the device. During testing the reported failures of smoke, spark and heat could not be observed, but the signs for this failure are clearly visible inside of the device. It was determined that the most probable root cause of the found defects can be linked to normal wear. The reported condition of crackling sounds was not confirmed.